Manufacturer narrative:
(B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the exhalation valve was not operating properly. The ventilator powered on normally, but after one minute, the high positive end-expiratory pressure (peep) alarm showed and then the mean airway pressure was zero. The ventilator passed the transducer calibrations and exhalation valve calibrations, but the fault remained. There was no patient involvement associated with this issue.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. The coil & pcb assembly exhalation valve being out of position caused for it to malfunction. This issue will be internally investigated within vyaire.